Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited sensing issues and high pacing thresholds. The r-waves were less than 1.5 and thresholds had increased to 4v @0.5ms. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated there was also oversensed noise which led to pacing inhibition. No asystole was observed. No additional adverse patient effects were reported.